Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 implantable tachy lead 2007 (B)(6); (B)(4) implantable cardioverter defibrillator 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient had their implantable cardioverter defibrillator (ICD) replaced and the implant site never healed. Wound dehiscence occurred and the ICD was exposed. The ICD and leads were removed and a temporary pacemaker put in due to the patient being pacemaker dependent. A new system will be implanted after intravenous (IV) antibiotic therapy is complete. No further patient complications have been reported as a result of this event.